Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received a button error alarm and failed battery test alarm after taking out the battery. The customer's blood glucose was 380 mg/dl at the time of incident. The customer stated that they did not bolus enough for breakfast caused the high blood glucose. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The insulin pump was received no button response due to corroded keypad traces. No button error alarm. Unable to verify failed battery and weak battery alarm due to no button response. Unable to perform all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests due to no button response. The insulin pump had minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.